Event description:
An ophthalmic surgeon reported that during implantation of the intraocular lens (iol), they noticed that the deployment was a little tight but continued with injecting the lens. Upon deployment there was a noticeable scratch 180 degrees apart from each other on the anterior surface of the lens. The surgeon stated that they did not notice anything out of the ordinary during the lens loading by the technician. The defective iol was subsequently removed and replaced with an identical lens during the same procedure, without any further complications. New information received on 21-oct-2025 mentioned that the surgeon believed the cartridge might have caused the scratches on the iol, based on their (position of scratches on the iol) position.

Manufacturer narrative:
The used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The cartridge tip had a large aneurysm top center. Heavy stress was also observed. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens damage was on opposite edges angled to the travel path. This damage may indicate a plunger override occurred. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Qualified associated products were indicated. The root cause for the lens and cartridge damage may be related to a failure to follow the instructions for use (IFU). There did not appear to be adequate viscoelastic in the cartridge. The cartridge tip had a large aneurysm and heavy stress which would indicate the lens/plunger were not in acceptable positions for advancement. The position of the lens damage on opposite edge may also indicate a plunger override occurred. Top coat dye stain testing was conducted with acceptable results. The IFU instructs to completely fill the cartridge with ophthalmic viscoelastic device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.